Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse found foreign matter in the prn of a bd intima ii¿ closed IV catheter system when the unit package was opened. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided the sample was evaluated under a microscope and the foreign matter was found between the film and the adapter. Our investigators could not determine the identity of the material and as a result could not determine the root cause, however given the placement of the material it is clear the issue occurred during the production of this device. The batch record was reviewed, no related abnormalities were found. Bd determined that the non-conformance occurred during the production of the device.